Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of hmrs prosthesis due to stem breakage. Implant was approximately 30 yrs old. Surgeon revised entire construct to stanmore distal femur.

Manufacturer narrative:
Reported event: an event regarding a crack/fracture involving an unknown stem was reported. The event was confirmed by clinician review and inspection of a received image of the device. Method & results: device evaluation and results: the device was not returned. Visual inspection of the provided image of the device noted the device in 2 separate parts, both parts covered with biological matter. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which was rejected stating, "the event, a broken implant was confirmed. The implant by report was 30 year old. The x-ray showed likely long-standing loosening and motion at bone-implant interface. Root cause was likely repeated motion and fatigue fracture of modular tumor segmental replacement. To confirm and rule out other cause for material failure, inspection of the device would be required. Based on the tenure of the implant (30 years), the nature of the reconstruction and the x-ray, no obvious ¿hazard¿ would be associated with the implant." Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that patient was revised due to stem breakage. The available medical records were provided to the consulting clinician for a review which was rejected stating that the event, a broken implant was confirmed. The implant by report was 30 year old. The x-ray showed likely long-standing loosening and motion at bone-implant interface. Root cause was likely repeated motion and fatigue fracture of modular tumor segmental replacement. To confirm and rule out other cause for material failure, inspection of the device would be required. Based on the tenure of the implant (30 years), the nature of the reconstruction and the x-ray, no obvious ¿hazard¿ would be associated with the implant . The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision of hmrs prosthesis due to stem breakage. Implant was approximately 30yrs old. Surgeon revised entire construct to stanmore distal femur.